Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of post paced t-wave oversensing on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was stable.